Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter leaked during use. The following information was provided by the initial reporter, translated from japanese to english: verbatim: ¿saline leaked from the push off tab.

Manufacturer narrative:
H.6. Investigation: quality engineer inspected the sample and photographs submitted for evaluation. Bd received a catheter adapter assembly connected to extension tubing and a syringe. In addition, two photos were received which displayed similarities to that of the returned unit. The catheter adapter assembly was microscopically inspected for any signs of damage that may cause leakage to occur. No damage was observed in the catheter tubing. A crack in the adaptor was observed from the base of the unit up through the push tab. A water/air leak test was then performed where leakage was confirmed at the crack in the adapter. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter leaked during use . The following information was provided by the initial reporter, translated from (B)(6) to english: verbatim: ¿saline leaked from the push off tab.